Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed during device evaluation that the nozzle of the colonovideoscope was clogged with foreign material. There was no patient involvement.